Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "pacer fault" messagte was observed. Complainant indicated that there was no pt involvement in the reported malfunction.